Event description:
It was reported that during the implant procedure the handle of the catheter disconnected while slitting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the mechanical operation of the catheter shaft was separated from the hub, and that damage occurred during use.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.